Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 22:41:42 on (B)(6) 2021. Asystole was detected four times from 23:40:27 to 00:08:06 on (B)(6) 2021 & (B)(6) 2021. ECG shows asystole with CPR/electrode lead fall off. At 00:12:10 on (B)(6) 2021, the patient received the first non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vf with CPR/electrode lead fall off. Post shock rhythm was an idioventricular rhythm at 30 bpm with CPR/electrode lead fall off. The patient was in vf for approximately 17 seconds before receiving the defibrillation. At 00:14:26 on (B)(6) 2021, the patient received the second non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vf with CPR/electrode lead fall off. Post shock rhythm was asystole with CPR/electrode lead fall off. The patient was in vf for approximately 17 seconds before receiving the defibrillation. From 00:23:14 to 00:27:39 on (B)(6) 2021, the patient's rhythm was vf with motion artifact and electrode lead fall off. Motion artifact and electrode lead fall off obscured the rhythm and prevented the lifevest from treating the patient. Asystole was seen from 00:41:58 on (B)(6) 2021 until the electrode belt was disconnected at 03:26:21 on (B)(6) 2021.